Event description:
Additional information received reported that the device would be removed. It was noted that it stopped working.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer. Patient product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Follow up information reported that at the last visit with the manufacturer¿s representative that during interrogation, impedances checked out fine on the patient¿s implantable neurostimulator (ins). It was also noted that the patient desired to have the ins system removed because it was not helping their pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on the patient reported no stimulation sensation. It was noted that the patient experienced a loss of therapeutic effect. It was noted that there was no known accident or incident related to this complaint. It was further noted that the patient started not having therapy "yesterday or maybe 2 days" prior to report. It was noted that the patient last charged over the weekend and that she had to keep increasing the stimulation to even feel anything. It was further noted that the patient used to be around 4 volts but that now she is up to 9.70 volts. It was noted that the patient only had one group to work with.

Event description:
Additional information received reported that the patient wished to have the unit explanted and the explant was scheduled for (B)(6) 2013. It was noted that it would be an out patient surgery.